Event description:
It was reported the patient was not able to adjust their stimulation and saw a display on their programmer showing a ¿call your doctor¿ icon. It was stated a power-on reset (por) condition was reported. It was noted the patient lacked basic understanding of their programmer use and their therapy. It was stated the por was seen a week prior to report and they were on program 4 at 2.0 volts at the time of report. Reportedly, the patient¿s trial did help about 50 percent but they had none or very little relief since implant. It was stated the patient did not receive direction on how to use the programmer. It was later reported the doctor¿s office was going to follow up with the patient and schedule a time for them to come in and have their battery reprogrammed.

Event description:
It was reported that the patient reported that multiple surgeries were a possible cause of a power on reset (por) condition.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the por was caused when the patient's heart was shocked during a recent heart surgery. The device programming was restored together with a nurse practitioner's assistance. It was noted that the manufacturer representative hadn't received any updates or calls on the patient so they assumed they were doing well.

Event description:
Additional information received reported that the manufacturer representative would be meeting with the patient tomorrow.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# njd122918n, product type: programmer, patient. Product ID: 3093-33, lot# v631582, implanted: (B)(6) 2011, product type: lead. (B)(4).